Event description:
It was further reported that the device was prepped in the normal fashion and the device did not come in contact with the patient.

Manufacturer narrative:
Age at time of event - (B)(6). Device evaluated by manufacturer - a visual analysis identified that the stent was returned on a guidewire with a stent protector partially over the stent. The stent was damaged along over half of its entire length with the stent struts being stretched. The stent was measured with 1.1cm being the damaged section. The stent protector had no visible damage. The stent delivery system (sds) was also returned. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. There were kinks along the entire length of the hypotube. The corewire was slightly kinked from the port area to 4cm distal to the port area. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that in preparation for a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. During preparation, the physician applied negative pressure to a 3.0x20mm promus element drug eluting stent and allowed the inflator to rest on neutral. Prior to insertion of the device into the patient, it was noted that the stent had dislodged and was on the stylet. The procedure was completed with another promus element stent. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).